Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out of range shock impedance measurements. Technical services recommended the patient be seen in clinic for a lead evaluation and provided reprogramming recommendations. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported.